Event description:
It was reported that during a gastric bypass procedure, the surgeon found that the device leaked after working around 20 minutes. Changed to another one to continue the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.